Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was admitted from an outside hospital for a drop in hemoglobin (was 11.5 g/dl on (B)(6) 2018). The patient reported dark, tarry, stools and dizziness when standing. The patient was treated with one unit packed red blood cells (prbc). Food and fluids were held and abdominal ultrasound was performed for elevated liver enzymes. Gastrointestinal consult was seen and dieulafoy lesion was clipped. The patient's aspirin was held on admission and resumed after intervention. Patient continued to have a down trending anemia and hemoglobin was 6.8 g/dl. The patient was discharged home without aspirin and with iron supplements.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01029. This report is being submitted as additional information. Approximate age of device - 10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced an elevation in lactate dehydrogenase (ldh) and anemia. A gastrointestinal bleeding was reported to have started on (B)(6) 2018. An upper esophagogastroduodenoscopy (egd) was performed on (B)(6) 2018 and the source of bleeding was found to be a dieulafoy lesion with oozing bleeding at the greater curvature of the gastric body. The bleeding stopped after the patient received 6 units of packed red blood cells (prbc).